Event description:
Additional information received identified the cm mean was not adjusted during right heart catheterization as the sensor readings were found correct.

Event description:
It was reported hf sensor exhibited inaccurate measurements which were not correlating with the clinical symptoms. Reportedly, the patient suffered dysnea and right ventricular enlargement. As a result, the underwent a right heart catheterization on (B)(6) 2019, which has resolved the issue and patient was stable. Accurate readings were observed on under the manufacturer's patient care network database.